Event description:
The device was returned due to a report that it had a cassette error. The investigation confirmed the cassette error was with the device's event logs showing the high priority alarm cassette not attached properly. There were no patient involvement and harm.

Manufacturer narrative:
H3: the device was received for evaluation. Service history review identified no service within the previous 12 months. Event history logs were reviewed and confirmed a high alarm for ¿cassette not attached properly.¿ functional testing was performed; however, the reported issue was not duplicated. The downstream occlusion test passed within specification. The probable cause of the reported issue could not be determined. Preventive maintenance actions were performed, including replacement of the dso sensor, bezel, seal, and motor due to high odometer reading. Following these actions, the device passed all functional and performance testing and met specification.